Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed to treat stricture on (B)(6) 2025. During procedure, dilatation was performed and the balloon was unable to hold pressure. It was reported that a leak was noted on the balloon as it was seen in the endoscopic imaging view. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed to treat stricture on (B)(6) 2025. During procedure, dilatation was performed and the balloon was unable to hold pressure. It was reported that a leak was noted on the balloon as it was seen in the endoscopic imaging view. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g1: (correction). Block g1 MFR site facility name, MFR site address 1 and MFR site address 2 have been updated. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: (investigation result). The returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection noted no physical damage on the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon located approximately at 85 mm from the tip of the device which produces a leak. Microscopic inspection found evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak due to a pinhole was confirmed. The pinhole problem found located approximately at 85 mm from the tip of the device could have been caused due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. It is also possible that an interaction with a sharp surface during or previous the procedure with the balloon occurred. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.